Event description:
It was reported that during a percutaneous transhepatic biliary drainage procedure, the suture broke. The physician was trying to loop the apdl/8 flexima drainage catheter in the bile duct. When the suture was pulled to create the loop, it snapped. The physician cut the catheter and removed it from he patient. The procedure was completed with another device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).